Event description:
The pt attended general hospital and underwent the stapedotomy procedure which was performed by dr. The procedure was performed using a ultrapulse encore laser. The legal complaint misidentifies the name of the product as a versapulse power suite laser. As a result of the stapedotomy, the pt claims to have suffered the following injuries: vertigo; impariment of hearing; tinnitus; numbness in tongue area; loss of ability to determine direction from which sound emanates; depression and; such further and other particulars as will be provided in due course.